Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device housing was damaged. It was noted that due to some heavy load or heavy application the holes at cover sleeve were widened and due to this condition reverse locking problems would occur. It was also noted that the device failed pre-repair diagnostic tests for general condition, reverse locking mechanism assessment, excessive noise, untrue running, the power with test bench, and starting behavior. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device reverse was not working. This event did not occur during a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.